Event description:
It was reported that difficulty in water extraction from foley catheter during pre-testing, only 2.5 ml could be withdrawn even after 3 hours.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngkn3119. Visual inspection noted the catheter balloon was partly inflated. Using the returned syringe 2.5 ml of solution was withdrawn from the balloon. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and catheter was allowed to rest with no observed leaks. The balloon passively deflated in 57 sec. However, cuffing was noted while deflation. This is within specification per inspection procedure (B)(4) which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that difficulty in water extraction from foley catheter during pre testing, only 2.5 ml could be withdrawn even after 3 hours. Per the notification received from the investigator on 16feb2026, it was reported that the cuffing had been found during the sample evaluation conducted on 05jan2026.